Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery the surgeon was doing a cystolitholapaxy procedure when placing the lubricath, 3-way, specialty, latex, medium round tip, two staggered drainage eyes around the bladder as they went to inflate the balloon it would not inflate and they noticed a hole in it. They had the actual devise and could send it in for investigation. There was no patient harm.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original labeling), used foley catheter. Visual inspection of the sample noted inflated the catheter balloon with 30 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. With the syringe attached the balloon deflated passively with no issues. No root cause could be found because the reported event was unconfirmed. The DHR review is not required as the s the reported event is unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during surgery the surgeon was doing a cystolitholapaxy procedure when placing the lubricath, 3-way, specialty, latex, medium round tip, two staggered drainage eyes around the bladder as they went to inflate the balloon it would not inflate and they noticed a hole in it. They had the actual devise and could send it in for investigation. There was no patient harm.